Event description:
It was reported that the opening seal flap part was torn off. A encore 26 inflation device was selected for use. It was noted that the opening seal was not peeled of, but the flap part was torn off indicating that the seal of the product box was found to be damaged. No complications reported.

Manufacturer narrative:
E1: initial reporter email- (B)(6). E1: initial reporter title - sr specialist, customer center, customer srv, ops device evaluated by manufacturer: the device was returned for analysis. Initial condition unit returned with its original unopened box batch 24359925. The returned device matches with upn provided by the customer. Visual inspection performed. The carton (box): the device was returned on its original package (box). The closure strip was present and still intact. A damage (torn off ) was noted in one of the corners of the box.

Event description:
It was reported that the opening seal flap part was torn off. A encore 26 inflation device was selected for use. It was noted that the opening seal was not peeled of, but the flap part was torn off indicating that the seal of the product box was found to be damaged. No complications reported.